Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem. Per follow up information received via email on 22may2023, the device would be sent in for a bd-approved facility for evaluation. The issue was not resolved yet and not known what was done to repair for the moment.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The chiller temperature does not decrease. Mixing pump was replaced during the pm process. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem. As per follow up information received via email on 22may2023, the device would be sent in for a bd-approved facility for evaluation. The issue was not resolved yet and not known what was done to repair for the moment.